Event description:
Reporter noted posterior capsule tear and lens fell into posterior chamber during combined procedure, doing phaco. Unable to switch to frag mode until combined cassette was changed to posterior cassette. During transition, lack of infusion caused choroidal hemorrhage. Surgeon felt there would be no harmful effect due to its location and size.